Event description:
It was reported that the customer's insulin had a frozen display. Troubleshooting was performed. The time on the device was not advancing and the buttons were unresponsive. It was stated that no alarms occurred during or after the buttons stopped functioning. The battery was removed for five minutes and a new battery was inserted, but the anomaly still persists. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.